Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to mfg report # 2242352-2012-01309 for related report.

Manufacturer narrative:
The heartstring iii device was returned to the factory for eval. It showed no signs of clinical usage. There was some evidence of blood on the loading device. The delivery device was returned outside of the loading device. The tension spring assembly, the anchor tab and the seal were located inside of the loading device body. The green slide lock and the white plunger were not depressed on the delivery device. Based on the eval results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).